Event description:
This case was initially received via regulatory authority (B)(6) on 30-jan-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), mood swings ("mood swings"), fatigue ("severe fatigue") and rosacea ("worsening of acne rosacea"). At the time of the report, the pelvic pain, mood swings, fatigue and rosacea outcome was unknown. The reporter considered fatigue, mood swings, pelvic pain and rosacea to be related to essure. Amendment: the report was amended for the following reason: case upgraded to serious-incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 29-mar-2021. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), fatigue ("severe fatigue") and rosacea ("worsening of acne rosacea"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, mood swings, fatigue and rosacea outcome was unknown. The reporter considered fatigue, mood swings, pelvic pain and rosacea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other health professional or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-mar-2021: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent I(B)(6) nformation was received on 11-feb-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), fatigue ("severe fatigue") and rosacea ("worsening of acne rosacea"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, mood swings, fatigue and rosacea outcome was unknown. The reporter considered fatigue, mood swings, pelvic pain and rosacea to be related to essure. Most recent follow-up information incorporated above includes: on 11-feb-2020: essure was removed on (B)(6) 2019. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), fatigue ("severe fatigue") and rosacea ("worsening of acne rosacea"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, mood swings, fatigue and rosacea outcome was unknown. The reporter considered fatigue, mood swings, pelvic pain and rosacea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.